Manufacturer narrative:
(B)(4). Date sent: 8/26/2020. D4: batch #t5ez7h. Investigation summary the analysis found that one psee60a device was returned with an unknown trocar inserted in the jaws. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45w reload was received unfired and loaded in the device. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It should be noted that a 60mm device is designed to work only with 60mm reloads , verify that the reload size matches the instrument size to be used, for further loading instructions please refer to the echelon flex 60 powered IFU. One possible cause for this condition corrosion, may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: could you please clarify how long was the delay (hours/minutes)? N/a was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? How much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap right sided hemicolectomy, the stapler was locked and could not be opened. The surgeons tried to use the reverse button without success. Surgery was delayed an unspecified amount of time and there hemostasis actions required. There were no patient consequences. No further information.